Event description:
It was reported that a tpn (total parenteral nutrition) infusion allegedly stopped infusing on its own. Per the customer's log review, the nurse programmed a volume to be infused of 300ml on 4/18 at 00:05 and roughly 10 hours later at 09:55, the pump transitioned to keep vein open (kvo) rate after the 300ml ended. The kvo infusion then stopped 2 minutes later, though the tpn bag had plenty of fluid left. There was patient involvement, but no harm. Bd later learned the following additional information: the tpn infusion was ordered for 30.5ml/hr and programmed via interoperability. The customer noted that 300ml was appropriately infused over approximately 10 hours, however once the 300 ml was infused the pump went into kvo from 09:55 to 09:57. Infusion stopped at 09:57 despite there still being adequate fluid left in bag. The infusion started on (B)(6) at 23:03 and based on the all-infusion detail report, no alarms fired between the infusion start and the time of the event. The customer was unable to send devices as they are no longer sequestered and have been returned to circulation due to the biomed team not identifying any issues with devices involved.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.